Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abnormal uterine bleeding ('dysfunctional uterine bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The patient's medical history included endometrial ablation, grand multiparity and pulmonary embolism. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abnormal uterine bleeding (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal, tlh, bilateral salpingectomies). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the abnormal uterine bleeding outcome was unknown. The reporter considered abnormal uterine bleeding to be related to essure (ess205). The reporter commented: discrepancy noted in removal details: as per mr is (B)(6) 2018 the wheel was turned back, which pulled back the sheath. The notch was visible. The button was depressed on the device and the wheel turned again springing the essure stent open. For 10 seconds the device was held still while the coils unwound. The introducer was then turned clockwise until it disengaged and it was removed. There were four trailing coils noted. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysfunctional uterine bleeding. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 29-apr-2021: mr received. Reporter information , other relevant history added. Event : " medical device removal " updated to " dysfunctional uterine bleeding" and rcc was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abnormal uterine bleeding ('dysfunctional uterine bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The patient's medical history included endometrial ablation, grand multiparity and pulmonary embolism. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abnormal uterine bleeding (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal, tlh, bilateral salpingectomies). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the abnormal uterine bleeding outcome was unknown. The reporter considered abnormal uterine bleeding to be related to essure (ess205). The reporter commented: discrepancy noted in removal details: as per mr is (B)(6) 2018 the wheel was turned back, which pulled back the sheath. The notch was visible. The button was depressed on the device and the wheel turned again springing the essure stent open. For 10 seconds the device was held still while the coils unwound. The introducer was then turned clockwise until it disengaged and it was removed. There were four trailing coils noted concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysfunctional uterine bleeding quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 31-may-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure (ess205) inserted for female sterilisation. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.